Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he felt the insulin pump is not delivering insulin properly. Blood glucose has been high; he programmed a bolus of 15 insulin units and the insulin pump is still delivering 10 units. Blood glucose value is 413 mg/dl. Customer stated he does not have a backup plan. Customer treated with the insulin pump 5 hours ago and he is currently at 393 mg/dl. Troubleshooting was not completed as the customer wished to monitor the insulin pump as his blood glucose was reduced. Nothing further reported.